Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat mixed tricuspid regurgitation with a grade of 3 and five leaflets. It was noted that imaging was difficult. An xtw clip was inserted and grasping was performed. While in the right ventricle, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a tear on the posterior leaflet occurred. The physician decided to remove the clip and discontinue the procedure. Tr increased in a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot all information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught on anatomy) resulting in unspecified tissue injury and worsening tr cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be suboptimal. Tissue damage and tr are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: